Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014 that the patient had pain at the implantable neurostimulator (ins) site. The patient had a revision on the (B)(6) prior to the report due to this pain. The same ins was placed into a deeper pocket. After the revision the patient was unable to increase her stimulation and had reached the upper limit at 0.0. The manufacturer representative that was there on the day of surgery and set the programmer was not the usual one according to the patient. The patient stated that there was no check mark with a number, indicating no program had been set. A manufacturer representative contacted the patient the following day and she was fine keeping the ins off until she could meet her doctor. The doctor met the patient and reprogrammed her on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0433b, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).